Event description:
On (B)(6) 2015: customer claims her handle blew up in her mouth. She claims her gums started to bleed on the left side. She claims she went to the dentist and also lost a tooth. She states that she was going to lose that tooth anyways.

Manufacturer narrative:
Waiting for consumer to respond to contact attempts. Consumer's phone does not accept calls from the co number and she did not leave an email address. Only method of communication is her address.